Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the following scenarios are probable causes: ·since water invasion of scope connector was confirmed, electronic parts such as circuit board in scope connector were corroded/broken. Subsequently, the suggested event occurred. Water invaded from venting connector because leakage was not confirmed at device inspection. Water may invade as below. Attaching/detaching the connector cap while water adhered outer surface of venting connector or inner surface of leakage tester tube or inside of sterilization cap, and/or attaching/detaching the connector cap in water. ·since dent was confirmed on insertion section (boot), some external stress was applied to internal elements, which may have led to disconnection of imaging cable or unstable image because of contact failure due to disconnection. ·since there was a crack on electrical contacts of the scope connector, contact failure may have occurred. External stress, etc. By handling the device may have affected to the crack as cause. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had an e315 incompatible scope error. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there was a chip around the distal end plastic. The bending section rubber glue was peeling and the objective lens cement was peeling. It was also noted that there was no image and the image was flickering after aeration. There was a white dot on the screen and charge coupled device shrink tube was cut. The insertion tube was had scratches and the boot had dents. The control body and light guide prong had corrosion and were dry after aeration. The scope connector had fluid invasion and a crack between the contact pin. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.